Event description:
Ambulance crew was transporting a male pt who did not feel well. He became suddenly apenic, and pulseless. CPR and bcls measures were started, 2-3 minutes from hosp in a bls ambulance, and the AED was applied. The AED failed to turn on. The crew swapped batteries and the AED still did not turn on. The AED did not turn on with new batteries once back at hq. The pt arrived in the hosp emergency room in ventricular fibrillation. He rec'd multiple attempts at defibrillation in the resuscitation bay, but did not survive to be admitted.